Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving compounded baclofen, fentanyl, and bupivacaine via an implantable pump. It was reported the patient's pump was poking their skin on (B)(6) 2021. The patient was advised to wear the abdominal binder, as they had a surgical pump pocket revision less than four weeks prior. The patient was scheduled for evaluation. On (B)(6) 2021, the patient felt as though the pump was migrating secondary to pressure on the pump as the patient is wheelchair bound and unable to sit straight up. The patient was going to contact the surgeon who revised the pump previously. It was indicated the event was related to the device or therapy. The event was unresolved as the time of the patient passing away, on (B)(6) 2021, unrelated to the device, therapy, or procedure.